Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting poor coupling when trying to charge the ins. The patient said her healthcare professional (hcp) told her that the ins had shifted over a couple inches. The patient was told to wear right clothing at night to help with this. Due to the shift, the patient was only getting 2 coupling bars because she didn¿t have the antenna in the correct spot. These issues started at the end of february/ early march. A charge session was replicated on the call and the patient was getting 0 coupling bars. The patient palpated her ins but was still getting 0 bars. They completed an antenna locator (al) on the call and got 64 but still got 0 coupling bars after. An email was sent to repair for a new antenna and the patient was told if the issue continued, to contact their hcp. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their device was mobile after placement on october 14th. It seemed to move quite a bit as the consumer moved their arm across their chest. When the device flipped couplingstopped. In an attempt to resolve the issue the consumer tried a new cord the scheduled surgery to change placement of the device. After surgery the coupling issue and device shifting was resolved.